Manufacturer narrative:
Block b3: exact date unknown, event occurred six weeks ago.

Event description:
It was reported that the patients non rechargeable ipg reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the facility and will not be returned.